Event description:
Stapler would not stay closed to fire. A new stapler was opened to complete procedure. Manufacturer response for universal stapler, endo gia ultra universal stapler (per site reporter). Manufacturer provided tracking# and product return packaging.